Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: metal end of item broke. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the tip broke. All broken pieces were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. All broken pieces were removed.